Event description:
It was reported by service report that the auxiliary power outlet breaker was tripped. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - auxiliary outlet damage.